Event description:
It was reported that during a device change out for normal eri, an alert for hv lead impedance was observed. An issue with the set screw was suspected. Post one week check, no issue with the set screw was found. Further testing was suggested. The device remains implanted; patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.